Event description:
Via spontaneous call, pt reported one of her pumps lost its programming, she stated that she placed new battery in pump when she received shipment. Pt switched to backup pump which is working fine. Sending replacement pump. She also reported that when she inserts her subcutaneous site on the side of her stomach where she has a hernia. She experiences more pain, redness, inflammation. Advised pt to keep her site changes to the other side of her stomach. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.